Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was intact. On testing, the buttons had normal response. The keypad cover was removed for investigation and did not reveal any contamination of the button contacts. The audio bolus button cover was detached and missing. The display screen was found to be dim, faded and discolored.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: audio bolus button cover missing and a dim, faded, discolored display screen.